Manufacturer narrative:
Since surgical intervention was required to preclude permanent damage to a body structure, this event meets the criteria for reportability per 21 cfr part 803. However, immediate treatment of this nature is inadvisable per expert opinion provided by dr. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a hedstroem file was included in a package of k-reamer engine driven files. The file was used and separated in the canal near the apex. As a result, an apicectomy was performed to remove the separated piece.